Event description:
Customer stated she was not taking her humulin 70/30 because she had been feeling like her blood glucose was low even though the device was reading high. She took 28 units of humulin 70/30 based on a result of 220mg/dl at night, and did not eat. The next afternoon her daughter found her unresponsive and called paramedics. Paramedics arrived and received a result of 51mg/dl. The customers device read 225mg/dl. The customer was given glucose and taken to the hospital where she was admitted. She had a stroke sometime after taking insulin and being found. The customer was in the hospital being treated for low blood sugar and a stroke. She was eating lots of sweets and received glucose by IV. No controls were in range. A request was made for the return of the suspect device and replacement product was sent.